Manufacturer narrative:
The iq577 and sla were returned to the manufacturer and an analysis was performed. The units were tested and both performed to specifications. The power measurements were in the expected range. Should additional information be obtained regarding this event, a follow-up report will be submitted.

Event description:
It was reported to the manufacturer on (B)(6) 2016 that a (B)(6)-year-old male patient underwent a laser procedure on (B)(6) 2016 to treat prolific diabetic retinopathy (pdr) and diabetic macular edema (dme) in both eyes using an iridex iq577 laser. Four days post procedure, the patient reported a decline in vision. The patient's pre-procedure visual acuity was 20/20 -1. Post procedure, the patient's visual acuity was 20/30 +1. At a follow up appointment on (B)(6) 2016, the patient's visual acuity was 20/20. The patient showed signs of decreased dme in the right eye. Patient was scheduled for a follow-up appointment in 1 week. No further follow up information has been provided at the time of this writing.